Manufacturer narrative:
H6 - 4110: a lens work order search has been performed: no similar complaints within associated lots were found. Manufacture narrative: over/under correction, and secondary surgical intervention to rotate, remove, and replace the lens are identified in the labeling as a known potential adverse event following icl implantation. (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced an over/under correction. The lens was later exchanged for a same size lens different power and the problem was resolved. Cause of the event was other.